Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The transmitter was returned for evaluation. An external visual inspection was performed and passed. Transmitter voltage test failed. No bluetooth device pairing test performed. Data/share log was performed and inaccuracy was not found within the investigation window. The customer complaint cannot be determined because there is no calibrations to confirm the reported inaccuracy in the log. Confirmation of the allegation was not determined via product and data. A probable cause could not be determined as the allegation was not found. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).